Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was hole in the bd saf-t e-z set¿ tubing that resulted in medication loss. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported there was hole in the bd saf-t e-z set¿ tubing that resulted in medication loss. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineer could not verify the complaint as no sample was returned with the reported issue. This is the second complaint of tubing defective/damaged for lot 7300712, product code 387346. A review of the device history record was completed for sub-assembly# 004650bjf lot 7241820 manufactured from 16-sep-17 to 29-sep-17 in machines (B)(4)-1, 2 and 3 used in claimed lot 7300712. This lot was reviewed regarding the tests of ¿leakage¿ and ¿damaged component¿ and were not evidenced records that could lead to the claimed defect. A review of the device history record was completed for sub-assembly# 004650bjf lot 7270738 manufactured from 29-sep-17 to 16-oct-17 in machines (B)(4)-1, 2 and 3 used in claimed lot 7300712. This lot was reviewed regarding the tests of ¿leakage¿ and ¿damaged component¿ and were not evidenced records that could lead to the claimed defect. A review of the device history record was completed for sub-assembly# 004650bjf lot 7299964 manufactured from 23-nov-17 to 12-dec-17 in machines (B)(4)-1, 2 and 3 used in claimed lot 7300712. This lot was reviewed regarding the tests of ¿leakage¿ and ¿damaged component¿ and were not evidenced records that could lead to the claimed defect. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of ¿product in the sealing area¿ that could lead to this complaint for the claimed lot and sub assembled lot. Because no objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, it was not possible to verify this complaint as being generated by the manufacturing process. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.